Event description:
The event occurred on an unspecified date and involved a 4 gang 1o2® valves, (blue, green, yellow, red) baseplate, check valve, rotating luer. It was reported that after the initial few manifold failures, materials switched to a four-port "ICU-style" rigid manifold. This seemed to fix the problem initially, but staff were often unable to prime it in-line with the tubing, and began manually priming with a sterile saline flush; at which point they began to see manifold failures again. There was patient involvement but no harm reported but the patient did received less medication than they should.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. No device history review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.